Event description:
My mom was hospitalized for an infection. While there she was treated for a myriad of issues, that stemmed from peritonitis. After she had been in the hospital for a few weeks my dad received a recall notice from baxter healthcare corporation for a minicap my mother used for her peritoneal dialysis. She passed away on (B)(6) 2023 from complications this infection caused.